Event description:
It was reported the programmer screen is broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lvds (low voltage differential signal) to the screen was loose causing the display to be off to the right side. Re-securing the lvds fixed the display issue. No fault found with the screen. ECG (electrocardiogram) connector solder joints are cracked. Systems fan is noisy.